Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown implant holder. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, it was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) on (B)(6) 2014. The patient was to have 3 discs replaced; l3-4, l4-5, l5-s1. The surgeon inserted a spacer in l3-4 without problems. Then the surgeon placed the opal spacer into l4-5 space and needed to reposition spacer because it was too far into the interior. When trying to reposition and pull back, the implant holder came off the implant. This delayed surgery for approximately thirty minutes. The third disc (l5-s1) was not replaced at this time. The patient again underwent surgery on (B)(6) 2014 to remove the l4-5 spacer. The spacer was successfully removed and the third disc was replaced without problems. This report is for an unknown implant holder. This report is 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. An evaluation was performed on the returned device. As per received condition of device the part was received in good condition. There are scratches throughout the surface of the instrument and the etching is slightly faded. The opal spacer system includes a straight and pistol grip implant holder. These instruments install the opal spacers. The associated drawings were reviewed. The dimensions and tolerances allow for inteference with the implant mating surface when the clamp is closed. The material of the clamp is 465 ss and heat treated accordingly. The materials and specifications are adequate for the device's intended use. The teeth on the clamp do not appear to be worn. The implant holder was not fully tightened while trying to reposition the implant or the ability of the implant to be repositioned impeded by the patient's anatomy causing the instrument to detach prematurely. The issue could not be replicates the complained condition as the implant was not returned.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.